Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was reportedly 380 mg/dl at the highest. Reportedly, the customer resumed insulin delivery without changing supplies in order to resolve the occlusions. System check could not be performed as the occlusion occurred in the past. The customer reverted to manual injections for alternate insulin therapy.